Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It wit was reported patients ketamine infusion was set up and running, with the cadd display saying that the infusion was running, however when the pump was reading volume low it was noted that volume of the infusion reminded near full. No patient injury reported.